Event description:
Upon reassessment of the reported event, it was determined that this item was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this item was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-02241, 0001825034-2021-02242, 0001825034-2021-02243, 0001825034-2021-02244, 0001825034-2021-02245, 0001825034-2021-02246, 0001825034-2021-02248, 0001825034-2021-02249, 0001825034-2021-02250, 0001825034-2021-02251. Medical product: unknown cocr femoral head; unknown oss proximal femoral; unknown oss diaphyseal segment; unknown oss femoral diaphyseal coupler; unknown oss segmental femoral; unknown oss poly lock pin; unknown oss axle; unknown oss femoral bushings; unknown oss tibial bushing; unknown oss bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to implant fracture. Patient was walking in the kitchen and an implant snapped. It is unknown which implant fractured, however, total femur revision was necessary due to taper not disengaging. Attempts to obtain additional information have been made; however, no more information is available.